Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was seen for fitting appointment on (B)(6) 2019 as she said her hearing performance with the device had decreased approximately 6 months after the last fitting. No incident of accident or trauma was reported. An integrity test is planned.

Event description:
The recipient was seen for fitting appointment on (B)(6) 2019 as she reported that her hearing performance with the device had decreased approximately 6 months after the previous fitting. The user initially did not wish to be reimplanted at that time. However, as per information received in september 2021, the user considered at a later point to be reimplanted, due to not having sound access for 6 months. The user has been eventually explanted and implanted on the contralateral side due to ossification. As per device explantation report, all channels have been migrated out of the cochlea into the mastoidectomy cavity.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Furthermore, damage to the active electrode due to repeated impacts have been determined. In addition a migration of the active electrode out of cochlea was confirmed at explantation surgery. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, a migration of the active electrode out of cochlea over time seems very likely. Re-implantation on the contra-lateral side is considered but no date has been scheduled yet.

Event description:
The recipient was seen for fitting appointment on (B)(6)2019 as she said her hearing performance with the device had decreased approximately 6 months after the last fitting. No incident of accident or trauma was reported. The user will be re-implanted on the contra-lateral side. To date, no date has been provided yet.

Manufacturer narrative:
Additional information: based on received information, an active electrode migration out of the cochlea seems possible. However, in the absence of diagnostic imaging results, the cause for the observed symptoms remains undetermined.

Event description:
The recipient was seen for fitting appointment on (B)(6) 2019 as she said her hearing performance with the device had decreased approximately 6 months after the last fitting. No incident of accident or trauma was reported. Despite requested, no additional information could be retrieved. The user refused to be re-implanted. No further steps are considered at this time.